Manufacturer narrative:
No sample has been returned for evaluation for the report of vision loss/cloudy vision, significant heme/bleeding, and increased intraocular pressure (iop); therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. There is no mention of system failure. It is likely that the vision loss and elevated iop were the result of the presence of the significant residual blood, which would have clouded the sight line and reduced fluid outflow, thus raising pressure in the eye. While patients are typically counseled to minimize bending/lifting, etc. After intraocular surgery, it is not known what sort of instructions were provided to the patient. It is also not known if there were intraoperative complications that may have increased the likelihood of bleeding or if the patient was using anti-coagulant medication that would have made bleeding more likely. Possible root cause is that postoperative bleeding (hyphema), decreased vision, and elevated iop are established risks associated with use of the device , which are clearly stated in product labeling. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. (B)(4).

Event description:
A surgeon reported that after a glaucoma filtration device implantation, a patient bent over 24 -ours postoperatively and had vision loss, significant heme/bleeding, and increased iop. It resolved after beginning durezol and prostaglandin therapy. Additional information was requested.